Manufacturer narrative:
To date, the device has not been returned to olympus for evaluation. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if additional information is provided by the user facility.

Event description:
The customer reported to olympus that the cysto-nephro videoscope was reprocessed without ethylene oxide (eto) cap. There were no reports of patient harm associated with the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation and correction to d9. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus and evaluated, and the reported incorrect reprocessing was confirmed. Based on the results of the investigation, the root cause of the reprocessing without ethylene oxide (eto) cap was the reprocessing instruction were different from the instruction manual. Olympus will continue to monitor field performance for this device.